Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter for deep vein thrombosis (dvt) with gastro-intestinal bleeding. At the time of the index procedure the filter was placed via the right common femoral vein in the infrarenal inferior vena cava (ivc) without incident. According to the information received the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration and fracture of the inferior vena cava (ivc) filter, emergency open-heart surgery to remove the filter, and subsequent surgery to remove remaining pieces of the filter from the patient's heart. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following information indicates that the patient learned that the filter had migrated and settled in the ivc near the heart approximately four months after the initial implant. At that time, the filter was noted to be in stable condition and not causing any harm to the patient. Approximately one year later the patient developed chest pain, shortness of breath and palpitations that worsened over the next three months. Approximately three months later the patient presented to the emergency room with chest pain, severity of 9 out of 20, that was aggravated by lifting of the arms. A computerized tomography scan (CT) showed that the filter had dislodged to the right atrium. An unsuccessful attempt was made to remove the filter percutaneously, during this procedure, it was discovered that the filter was deformed, with high- risk for component fracture and embolization with multiple fractured pieces and deep tissue in-growth to the wall of the ivc and right atrium, distending to the eustachian valve. The following day the patient underwent a median sternotomy, open extraction of migrated ivc filter, complex aortic valve repair, and a cormatrix patch of the posterior ivc. During the open procedure associated right atrial and ivc filter thrombus and active pericarditis were noted. The patient reportedly experiences daily chest pain. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images or procedural films for review, the reported, tilt, fracture, filter migration, strut fracture, retrieval difficulty, thrombosis, ivc occlusion, clotting and pericarditis could not be confirmed and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Recurring chest pain does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to determine a relationship between the device and the reported events, there is currently nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section h6: patient code '3191' was used for 'distention of the eustachian valve.' Section b5: additional information received per the discovery form (df) states that the patient has a history of peripheral vascular disease, deep vein thrombosis and pulmonary embolism. The form states that the patient experienced the following: bilateral pulmonary embolism, normocytic anemia and the filter caused distention of the eustachian valve. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. According to the medical records, the patient had a history of deep vein thrombosis (dvt) with bleeding, peripheral vascular disease, and pulmonary embolism. The filter was successfully deployed during the index procedure. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration and fracture of the inferior vena cava (ivc) filter, emergency open-heart surgery to remove the filter, and subsequent surgery to remove fractured pieces of the filter from the patient's heart. Per the patient profile from (ppf), the patient reports the filter migrated to the heart. The first unsuccessful attempt to remove the filter was percutaneous. The next day the patient underwent an open extraction of the filter. During this removal procedure, a thrombus was noted in the filter and active pericarditis. Prior to the removal, the patient suffered chest pain, shortness of breath, and intermittent palpitations. It was also noted that the filter was tilted, there were blood clots, clotting and occlusion of the ivc. The patient further reports bilateral pulmonary embolism, normocytic anemia and the filter caused distention of the eustachian valve. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease filter is not intended for retrieval. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The subsequent surgical removal of the device is a known potential event associated with the process of removing the permanent trapease implant. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Pericarditis, chest pain, and shortness of breath may be related to the fracture/migrated portions of the filter that were located within the heart. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15762761) presented no issues during the manufacturing process that can be related to the reported event. (B)(4) was used as there is no code available for 'implant removal' and pericarditis'. Additional information is pending and will be submitted within 30 days upon receipt. This report is a follow up report to MFR number 9616099-2016-00352 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration and fracture of the inferior vena cava (ivc) filter, emergency open-heart surgery to remove the filter, and subsequent surgery to remove remaining pieces of the filter from the patient's heart. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile from (ppf) indicates that a year and four months post implantation, the filter migrated to the heart. The patient first underwent an unsuccessful percutaneous attempt to remove the filter. As that was unsuccessful, on the next day the patient underwent an open extraction of the filter. During this removal procedure, a thrombus was noted in the filter and active pericarditis. Prior to the removal, the patient suffered chest pain, shortness of breath, and intermittent palpitations. According to the medical records, the patient had a history of deep vein thrombosis (dvt) with bleeding. The filter was successfully deployed during the index procedure.